Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patients prepped" (no consequences or impact to patient). Product problem(s): "laser not firing during calibration" (failure to fire). A laser technician reports the laser did not fire during start of day calibrations. Four surgeries were canceled and rescheduled, however, no patients were prepped for surgery.